Event description:
It was reported that the patient experienced cardiac arrest. The right atrial (ra) lead was noted to have oversensing during atrial high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.